Manufacturer narrative:
The reported device was investigated at the hospital. During the investigation, it was concluded that o2 sensor was faulty. When the o2 sensor was replaced, the test passed without deviations. During the troubleshooting at the hospital, it was also concluded that the pressure sensors were faulty. The pressure transducer test fails and according to the received information, the pressure transducers were damaged. No parts or device logs have been returned for technical investigation despite requests. Due to this fact, the cause of the reported errors cannot be established by this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).